Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The analysis indicated that the mechanical operation of the catheter peeling/slitting/splitting showed a spiral slit. The mechanical operation of the catheter shaft was kinked/buckled. The mechanical operation of the catheter shaft was bent. The catheter did not peel along the score lines. Visual analysis of the lead indicated damage during use. The analyst noted that spiral slitting was observed with the delivery catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The catheter was returned and analyzed. Subsequently, the catheter tested out of specification. No patient complications have been reported as a result of this event.